Manufacturer narrative:
H10: additional manufacturer narrative: the device history record (DHR) was not reviewed as the device serial number was not provided. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including hyperlipidemia, history of CABG, and dm.

Event description:
It was reported that a patient with a 25mm magna valve in the mitral position underwent a valve-in-valve procedure after an unknown implant duration due to stenosis and regurgitation. The patient initially presented with shortness of breath. According to the implanting team they felt the surgical valve performed as expected stating it had been in "for a while." The tmvr was performed with a 26mm 9750tfx transcatheter valve and the patient was stable at the end of the procedure.

Manufacturer narrative:
H10: additional manufacturer narrative.

Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm magna valve in the mitral position underwent a valve-in-valve procedure after an unknown implant duration due to stenosis and regurgitation. According to the implanting team they felt the surgical valve performed as expected stating it had been in "for a while." The tmvr was performed with a 26mm 9750tfx transcatheter valve.